Event description:
Information received by medtronic indicated that the insulin pump new battery not detected by the pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
(B)(4). S/w version = 4.11j. Retainer ring = clear. Customer returned pump for alleged new batteries not detected error found on (B)(6) 2021. Pump passed sleep current measurement, active current measurement and displacement test. Successfully downloaded history files and traces using thus. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified the pump alarmed power loss alarm in pump downloaded history on (B)(6) 2021 two times starting at time 21:31:11.000. Pump was cut open to perform visual inspection and no moisture or physical damage was found on pcba 1, pcba 2 or the motor. Unexpected battery power loss due to corroded battery tube. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: cracked reservoir tube lip, cracked keypad overlay, pillowing keypad overlay, and partially detached retainer. Unexpected batter power loss confirmed due to corroded battery tube.